Event description:
It was reported the spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with various components including a guide wire assembly for evaluation. The guide wire was partially advanced within the advancer assembly and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. The remaining returned components show evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The major kinks in the guide wire body were measured at 90 mm and 357 mm from the distal tip. The broken core wire measured 598 mm in length which is within the specification of 596 - 604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.80 mm which is within the outer diameter spec ification of 0.788 - 0.826 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed on the guide wire and no manufacturing defects were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.